Event description:
It was reported that this was a transforaminal lumbar interbody fusion (l5/s1) for lumbar spinal canal stenosis on (B)(6) 2023. The primary surgery was performed on (B)(6) 2023 with concorde. After the surgery, the backed out of concorde in question was confirmed on an unknown date. On (B)(6) 2023, the second surgery was performed to remove the set screw (expedium verse) and the rod and to hummer the concorde in 5 mm. The surgeon applied compression between the screws. No further information is available.